Manufacturer narrative:
Investigation: four (4) samples were received from the customer for investigation. Three (3) of the returned samples were in unopened blister packs from batch 9029582. The plunger rods were extended and it was found that the plunger rods did not bend but could move from side to side when extended out beyond the syringe barrel body. The fourth (4th) syringe had been used by the customer and therefore was potentially contaminated and could not be examined. Based on the investigation conclusion, bd can confirm that the plunger rods in the returned samples were able to move from side to side when extended beyond the syringe barrel. The three (3) unopened syringes were manufactured according to bd design specifications. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger rod was loose, and pressed against the barrel when pulling it back during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: as the plunger rod is pulled back, the rod can be moved side to side. When pulling back, such that the rod is pressed against the side of the barrel. This is ¿deflection¿ gets exaggerated when using a 60ml syringe. Its bulky, and easier to use more force on it, so the plunger rod movement vs the stopper is readily visible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger rod was loose, and pressed against the barrel when pulling it back during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: as the plunger rod is pulled back, the rod can be moved side to side. When pulling back, such that the rod is pressed against the side of the barrel. This is ¿deflection¿ gets exaggerated when using a 60ml syringe. Its bulky, and easier to use more force on it, so the plunger rod movement vs the stopper is readily visible.